Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's up button kept going up when she went to delivery a bolus. The customer replaced the battery and received a battery out message. The customer took the battery out because she was unable to clear the alarm. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self-test. Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.